Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account stated that a false negative result has generated after using the axsym hcv 3.0 assay. The initial hcv result was non-reactive (s/co 0.11). The lab reported the non-reactive result. The doctor questioned the result and ordered a retest. The retest result was reactive (s/co 81.0). The patient was redrawn and the sample was tested in duplicate and the results were reactive (s/co 83.0 and s/co 85.0). The rna assay result was positive. There was no impact to patient management reported.

Manufacturer narrative:
Evaluation codes; 100 (other): device/samples not returned. Retained kit testing met all specifications this late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. The customer observed an imprecise test result when using axsym hcv version 3.0 reagent kit, lot number 62080lf01. An investigation was completed. Testing of an in-house sample of lot number 62080lf00 was performed to determine the reproducibility of a reactive sample. Index calibrator, negative control and positive control were tested and results were within the specification range. Testing of 30 replicates of positive control showed reactive results and good reproducibility without any low performing outliers. The customers observation of a non-reactive result could not be repeated. The axsym hcv version 3.0 reagent kit assay package insert states; a fluidic check might be indicated to check pippetting accuracy of the instrument. Specimens containing fibrin, red blood cells or particulate matter may give inconsistent or erroneous results and must be completely clotted and centrifuged prior to testing. Inspect all specimens for splashing, air bubbles and foaming. If necessary, remove bubbles prior to analyses using a new applicator stick for each sample. Refer to the axsym system operations manual, section 7. Centrifuged specimens with a lipid layer on the top of the liquid must be transferred to a sample cup. Car must be taken to transfer only the clarified specimen and not the lipemic material. All patient specimens to be tested in primary tubes must be centrifuged to remove red cells or particulate matter. Each specimen that requires repeat testing, or that has been frozen and thawed, must be transferred to a centrifuge tube and centrifuged at an rcf of at least 10,000 x g for 10 minutes. Transfer clarified specimen to a sample cup for testing. Make sure that after thawing and before centrifugation sample is mixed. A review of the results generated during this complaint investigation determined that no further action is required to assist the customer with this type of deficiency. No potentially related issues, including those of clinical significance, and no different performance issues were identified and no further action required. Based on our investigation, we have determined that axsym hcv version 3.0 reagent kit, lot number 62080lf01, is performing acceptably. This is the final report.